Event description:
Additional information was received from the manufacturer representative (rep) stating that the cause of the short was not determined, the physician programmed around the short and the short still exists. The charging issue was resolved

Manufacturer narrative:
Other applicable components are: product ID: 37612, serial#: (B)(4), product type: implantable neurostimulator if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a rep that they were on their way to see the patient because they let their rechargeable device discharge and they couldn¿t charge it with the recharger. Physician recharge mode, clearing por, and charging the ins were all reviewed with the rep. Additional information was received from the rep stating that the patient reported to them that the battery wasn¿t fully charging about three weeks ago. They were going to attempt to charge again when they got home and updates would be provided.

Manufacturer narrative:
Concomitant medical products: product ID 37612 serial# (B)(6) product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the patient was able to charge to 50% and the battery was not overdischarged. The rep saw the patient a few days later and was able to charge the battery enough so impedances could be interrogated. It was found that the patient had a short on bipolar configuration of 1-2+. The patient was using these contacts at the time. The physician then changed the contact configuration to 0-2+ and the impedance was 663. It was believed that the short was the cause of the charging issue. The patient was advised to follow-up with the physician if he had any further issues recharging the battery.